Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.".

Event description:
Olympus (ofr) was informed by the user facility that after a microbiological routine control on this evis exera iii duodenovideoscope, the user facility detected an unexpected contamination. The microbiological analysis report indicated the channels of the scope were cultured and tested positive for stenotrophomonas maltophilia and staphylococcus coagulase negative. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The scope has been returned to the regional repair center.

Manufacturer narrative:
A review of the customer¿s cds checklist showed that the scope was last cultured on (B)(6), 2021 following maintenance. The customer uses franklab ddn 9 neutral cleaning detergent for precleaning and autre for disinfectant. The biopsy valve, air valve, and suction valve are disinfected or sterilized by automate. The customer uses a soluscope 4 automatic endoscope processor (aer) with soluscope cln detergent and soluscope paa disinfectant. The returned device is pending evaluation. The date of device return is unknown at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.